Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that auto mode switch caused by competitive atrial pacing was observed. The patient was asymptomatic. Programming changes were recommended.